Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the pulse generator exhibited premature battery depletion due to a high current drain.

Event description:
It was reported that during a follow-up, the pulse generator exhibited premature battery depletion and a lead impedance measurement anomaly. The device was explanted and replaced.